Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s was occluded the following information was received by the initial reporter with the following verbatim: complaint description: bd extension set was functioning improperly. Issue reported from nurse at euh outpatient transplant clinic yesterday afternoon: "my team have expressed issues with the extension set. One of the issues was that it is not connecting to the IV securely causing blood to spill out. Another issue is that once connected, they were unable to get blood return when the IV was in the vein and blood was flowing fine otherwise."

Manufacturer narrative:
It was reported by customer that bd extension set was functioning improperly. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. The customer reported the lot number as unknown. The possible lot numbers were determined based on other lot numbers that the customer had in stock. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5304-bns lot numbers 23049087, 23059234, 23069126, 23079005, 23079007 and 23079008 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz5304-bns, batch number#: unknown (possible lots# 23049087, 23059234, 23069126, 23079005, 23079007, 23079008). It was reported by customer that bd extension set was functioning improperly. Team have expressed issues with the extension set. One of the issues was that it is not connecting to the IV securely causing blood to spill out. Another issue is that once connected, they were unable to get blood return when the IV was in the vein and blood was flowing fine otherwise." Verbatim#: rcc received a complaint via email. Email(s) attached. We recently received a complaint for the below issue involving your extension set# mz5304-bns that was placed in our kits. We placed the below component lots in the complaint kit lot, so unfortunately, we do not know which component lot(s) was actually involved with the incidents. Currently, we are pending answers to questions on any additional details on events leading up to the incidents, how many incidents, event dates, patient involvement/medical treatment, sample availability, etc. As soon as we have this information, we will forward it immediately. Please investigate this issue and responding with your findings as soon as possible. The customer has a minimum of 2,600 kits quarantined pending your results or may not use these kits as a result of the extension set issue. Lot#: 23049087, 23059234, 23069126, 23079005, 23079007, 23079008. Complaint description: bd extension set was functioning improperly. Issue reported from nurse at (B)(6) outpatient transplant clinic yesterday afternoon: "my team have expressed issues with the extension set. One of the issues was that it is not connecting to the IV securely causing blood to spill out. Another issue is that once connected, they were unable to get blood return when the IV was in the vein and blood was flowing fine otherwise." Customer reply: on 01/24/24 the sales rep forward answers from the customer. 1. Approximately, how many incidents occurred with this issue? 3 after three issues (B)(6) decided to pull those lot numbers. 2. For each incident: dated of incidents: all occurred 1/17/24. "Was there medical intervention/treatment to the patient as a result of the issue (please describe in detail)? Patient was not affected. Did any of the blood that spilled out get on the clinician or any of the staff members during this IV procedure? No blood was spilled on patient or clinician. Sorry no additional details. " any samples from the actual incidents? If no, a few samples of unopened kits would suffice. No samples I will collect two samples and send to you. Please send me shipping slip.

Manufacturer narrative:
It was reported by customer that bd extension set was functioning improperly. Five sample of an IV start kit with extension set were received for quality investigation. The IV start kit extension set is bd material number mz5304-bns. Visual inspection was conducted on the sample extension sets. There were no visual damages or abnormalities identified on the samples. The samples were then connected to a sample infusion set and a simulated infusion was conducted at 125 ml/hr, for 20 minutes. There was no alarms for air-in-line or occlusion, and there was no indication of leakage at the end luers or the maxzero connectors. The customer complaint of loose connection - leak could not be verified. A root cause was not determined because the reported failure was not replicated with the samples submitted. A device history record review for model mz5304-bns lot numbers 23049087, 23059234, 23069126, 23079005, 23079007 and 23079008 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz5304-bns batch number#: unknown (possible lots# 23049087, 23059234, 23069126, 23079005, 23079007, 23079008). It was reported by customer that bd extension set was functioning improperly. Team have expressed issues with the extension set. One of the issues was that it is not connecting to the IV securely causing blood to spill out. Another issue is that once connected, they were unable to get blood return when the IV was in the vein and blood was flowing fine otherwise." Verbatim#: rcc received a complaint via email. Email(s) attached. We recently received a complaint for the below issue involving your extension set# mz5304-bns that was placed in our kits. We placed the below component lots in the complaint kit lot, so unfortunately, we do not know which component lot(s) was actually involved with the incidents. *currently, we are pending answers to questions on any additional details on events leading up to the incidents, how many incidents, event dates, patient involvement/medical treatment, sample availability, etc. As soon as we have this information, we will forward it immediately. Please investigate this issue and responding with your findings as soon as possible. The customer has a minimum of 2,600 kits quarantined pending your results or may not use these kits as a result of the extension set issue. Lot#: 23049087, 23059234, 23069126, 23079005, 23079007, 23079008. Complaint description: bd extension set was functioning improperly. Issue reported from nurse at euh outpatient transplant clinic yesterday afternoon: "my team have expressed issues with the extension set. One of the issues was that it is not connecting to the IV securely causing blood to spill out. Another issue is that once connected, they were unable to get blood return when the IV was in the vein and blood was flowing fine otherwise." Customer reply: on 01/24/24 the sales rep forward answers from the customer. 1. Approximately, how many incidents occurred with this issue? 3 after three issues emory decided to pull those lot numbers. 2. For each incident: dated of incidents: all occurred 1/17/24. " was there medical intervention/treatment to the patient as a result of the issue (please describe in detail)? Patient was not affected. " did any of the blood that spilled out get on the clinician or any of the staff members during this IV procedure? No blood was spilled on patient or clinician. Sorry no additional details. " any samples from the actual incidents? If no, a few samples of unopened kits would suffice. No samples I will collect two samples and send to you. Please send me shipping slip.